Manufacturer narrative:
Additional information was added to d4 expiration date (update to n/a), h4, h6, and h11: h11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. A visual inspection was performed on the photo and video sample, and the reported leak was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system nitroglycerin set leaked from unspecified location. This occurred while priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.